Manufacturer narrative:
The port was returned with approximately 8 cm of lumen attached. An additional 7.5 cm of lumen was also returned with sutures sewn into the proximal end, near the 8 cm mark. It is unknown why sutures would be attached to the lumen at this point. Visual inspection revealed the end of the separate lumen with the sutures appears to be the end that was once connected to the attached lumen. Functional testing was performed by clamping the distal end of the attached lumen and flushing the port with a huber needle. No leaks were noted. Although clarification and additional information regarding what was "broken" and where was requested it was not provided. It is suspected the reported "break" occurred at the location where the sutures were applied but cannot be verified. The contract manufacturer conducted a review of the manufacture records for the lot number reported. The review performed to final assembly level for the port lumen did not show anything out of specification, no authorized manufacture variances, non-conformance reports or reworks related to the reported failure mode. The device was manufactured according to specifications. Without the requested clarification and additional information, a definitive root cause cannot be determined. The device was implanted and functioned for four years making it likely manufacturing related. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Our investigation is ongoing. A follow up report will be submitted when the investigation is complete. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device was broken (lumen broke) which was why the procedure was needed for port placement.